Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the observed issue did not involve the movements of the surgeon that did not scale appropriately to the instrument, movement of the instrument in an unintended direction, or inappropriate timing of instrument movement. The surgeon went to turn the instrument's tips to the left when looking at the screen to grab an adhesion and the instrument broke. There was no shakiness or friction observed/experienced and no occurrence of instrument-to-instrument or system arm-to-arm interference.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when removing/grasping sutures, the prograsp forceps instrument was observed to be over-rotated. The procedure was completed with no reported injury.